Event description:
On (B)(6) 2011 beckman coulter (internal cf) reported copious amounts of blood/diluent mixture dripping from the sample aspiration module (sam) wash collar on top of specimen tubes and cassette during analysis mode with their dxh 800 instrument. The instrument was put offline to stop sample analysis. Seven patient results were generated, five with instrument generated partial aspiration (p) flags. Patient # 2 had no instrument flags and patient # 6 generated non- numeric results (incomplete computation). None of the specimens were rerun due to the fact that this instrument is not used for diagnostic testing. It is unknown if the results were erroneous. Service was not requested for this event. Customer found the probe wash tubing had become disconnected at port quick disconnect ((B)(4)). Customer reattached tubing that was disconnected at port (B)(4) and cleaned spill.

Manufacturer narrative:
(B)(4).